Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a repeated recoverable error on arm 1. The technical service engineer (tse) reviewed the logs and noted error 23062 on arm 1 axis 4. The customer stated they had disabled arm 1 prior to calling into technical support. The customer was not using the robot for a portion of the case and would return to the robot. It was noted the customer had a case to follow and would perform a hard reset on the cart to see if the error clears. If not, they would make a decision at the time as to whether they would use the robot with arm 1. The customer continued with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the universal surgical manipulator (usm) 1 (380647-22) to resolve the multiple 23062 errors on axis 4. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the reported complaint. The usm was tested on an in house system and triggered error 23062 which pointed towards degrees of freedom (dof) 5. The fa technician opened the carriage cover and found the dof 5 stator connector loosely seated. The dof 5 stator connector was reseated and the reported 23062 error was resolved. As a precaution, the dof 5 stator and accp pca would be replaced to address the reported issue. It was noted the usm was tested on the patient side cart fixture test platform (pftp) and passed the direction test, carriage, sensor check, brake tests, sine cycle, and carriage switch test.